Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There was no leak at the time of implant and there were no patient complications that were reported to have occurred. Three months post procedure the patient came in for a follow-up computed tomography (CT) image procedure. The imaging showed that there was a 6mm leak. The physician had a transesophageal echocardiogram performed which showed that the leak was only 5mm. The physician made the decision to continue the patient's anticoagulation medication and reassess the leak in 6 months. The patient experienced no complications as a result of this event.